Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the root cause of the alleged defect reported, it is necessary to evaluate the physical device involved in this complaint. If the device becomes available at a later date, this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that they found a hairline crack in the device during a system check after set-up. No report of patient involvement.